Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition according to the device explantation report the implant housing was found shifted at explantation surgery. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's parents went to the clinic reporting that the child was not hearing anymore after a trauma which occurred in (B)(6) 2020. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition according to the device explantation report the implant housing was found shifted at explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's parents went to the clinic reporting that the child was not hearing anymore after a trauma which occurred approximately in (B)(6) 2020. The recipient was showing good benefit before and no changes in health or medication have been reported. The recipient was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents went to the clinic reporting that the child was not hearing anymore after a trauma which occurred in (B)(6) 2020. The user was re-implanted on (B)(6) 2021.